Event description:
A user facility reported to olympus, the forceps elevator wire was cut off on the evis lucera duodenovideoscope. Upon inspection and testing of the customer returned device, the lighting lens adhesive part was peeled off. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the forceps wire was broken inside, the weathertightness of the tip body was not maintained, the drainage function deteriorated due to clogging of the air supply / water supply nozzle, there were scratches on the tip cover, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the extension of the angle wire, there were scratches on the insertion part serpentine and the insertion part of the serpentine tube, which is difficult to remove and was dirty. Additionally, the curved rubber adhesive is missing, there were scratches on the curved rubber adhesive part, the adhesive part of the lighting lens had peeled off, there were scratches on the operation part, recognize dirt on the operation part that is difficult to remove, scratches on the switch box, suction cylinder is scraped, scratches on the operation part cover scratches on the up/down knob, angle fixing lever, scratches on the right/light knob, scratches on the grip, scratches on the universal cord, wrinkles were found in the universal cord, scratches on the operation part side of the universal cord, and scratches are found on the scope connector. Furthermore, water cover was observed on the electrical connector, the scope connector was scratched and elephant seal on the scope connector has come off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: b3. This report is being supplemented to provide additional information based on additional information provided by the customer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
B3: the date reported previously was the date the event was found at the device evaluation. The actual event date is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.